Event description:
It was reported that the event involved a male pt while in the haemodynamic department during use. After the doctor inserted the iab through the sheath via right femoral artery with no issues, the intra-aortic balloon (iab) would not inflate due to being broken. As a result, the iab and sheath were removed together as one unit successfully. A second iab was inserted through the sheath via the same insertion site (right femoral artery) with no issues. They were able to finish intra-aortic balloon pump (iabp) therapy successfully. There was no report of pt death, complications or injury. No medical surgical intervention was required. There was a delay or interruption in therapy. The pt outcome is fine. Additional info received on (B)(6) 2013 stated that the pump worked appropriately (helium leak alarm) and blood was observed in the line.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.